Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that approximately 10 years post vena cava filter deployment, during a filter retrieval procedure, a recovery cone was used to capture and retrieve the tilted filter unsuccessfully. Access was gained through the femoral vein as a guide wire was advanced beyond the filter, a snare device was used from the jugular approach to capture the guide wire and filter; although, the filter could not be retrieved. The snare device was exchanged for a flexible surgical forceps that successfully captured the filter; although, the filter legs did not fully collapse as they remained partially exposed outside the retrieval sheath. A deployment sheath was advanced from the femoral vein access site to overlap the retrieval sheath and exposed filter legs. The filter and sheath from the femoral vein were advanced; the filter was removed from the ij access site. The femoral sheath was then removed from femoral vein access site. The procedure was completed and hemostasis was successful. Guided fluoroscopy demonstrated four detached limbs located in the pulmonary arteries, prior to the filter retrieval attempt. The patient was referred to another interventional specialist for the removal of the four detached limbs in the pulmonary arteries. The physician reported that he successfully captured and retrieved three of the four detached arms in the patient's lungs; however, the snare device broke during the attempted retrieval of the fourth arm. The decision was made to leave the last filter arm in place as patient is reported to be asymptomatic. The physician stated that he would attempt another retrieval of the detached limb if the patient develops clinically correlated symptoms. The patient was reported to be in good condition at the conclusion of both procedures.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the difficulties removing the filter were reportedly due to the position of the tilted filter. It is unknown how the filter became tilted or the limbs became detached. Based on the available information, the root cause could not be determined. Labeling review: the current IFU (instructions for use) states: warnings/potential complications/possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.